Event description:
My surgeon used the medtronic infuse which cause me significant pain and mental anguish. Reason for use: chronic back pain. I take 4 different pain meds: oxycontin 40 mg 2x day, hydrocodone 4x day, lyrica 300 mg.